Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the reported issues was not determined. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-16239 and was added. G.2 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-16239 and was added.

Event description:
A notification was received via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of a patient on impella 5.5 support had renal failure, sepsis, cardiac arrest. Hospital stay was complicated by renal failure, sepsis, and cardiac arrest. Cardiopulmonary resuscitation was initiated and return of spontaneous circulation was achieved. Stay was complicated by recurrent myoclonic jerks and seizure-like activity. The patient did not demonstrate any purposeful neurological responses despite all efforts. The patient's outcome was fatal.

Manufacturer narrative:
B.2 exact date of death is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed as noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿